Manufacturer narrative:
The investigation concluded that lower than expected, reproducible vitros glucose (glu) results were obtained from a patient sample tested on a vitros 350 chemistry system. The assignable cause of the lower than expected, reproducible vitros glu results was determined to be user error, caused by the vitros user entering incorrect calibration parameters for a user calibration. The issue was resolved by entering the correct calibration parameters for a user calibration.

Event description:
A customer obtained lower than expected, reproducible vitros glucose (glu) results from a patient sample tested on a vitros 350 chemistry system. Patient sample results of 15 and 18 mg/dl vs. The expected result of 138 mg/dl biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected on patient samples. The lower than expected, reproducible vitros glu results were not reported outside the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).